Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was occluded. Customer reported that she was changing other sites and the insulin pump alarmed no delivery during prime. Customer's blood glucose was 100 mg/dl. Troubleshooting was done. The issue was resolved by changing the reservoir. Advised customer the reservoir would be replaced. Customer mentioned that she was running high due to steroid shot and not the insulin pump. No further information provided.